Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced knee pain, an infection around the knee and endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.